Event description:
The patient stated that he received an e4 (occlusion) error on his infusion device and then discovered that his infusion tubing was partially separated. He stated that he was not sure how the separation could have caused the e4. At one point, the patient stated the infusion tubing was leaking insulin but he then stated he was unsure if insulin leaked. He stated that the tubing had been in use for a "week or more." The patient was advised to change the infusion tubing every 6 days. He stated that he did not check his blood glucose but he stated it was elevated. Symptoms of elevated blood glucose were lethargy and "other classic symptoms." The patient stated that he has experienced several tubings separate from his current lot and on each occasion he was able to change the infusion and his blood glucose returned to normal . The patient did not report assistance by a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.